Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the proximal segment of the lead was returned. The distal end of the lead appeared to be fractured on both coils. Detailed analysis confirmed that the fractured was the result of fatigue.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances and no thresholds or pacing of the lead was seen during the follow up. An x-ray showed an ra lead fracture. A revision procedure took place and a portion of the ra lead was left in the body. The explanted portion of the ra lead will be returned. A new lead was implanted successfully.